Manufacturer narrative:
(B)(6). G4: PMA/510(k) number = exempt h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery(rirs)/flexible ureteroscopic lithotripsy, the user checked the basket function before use and found the basket could not open or close properly. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during retrograde intrarenal surgery(rirs)/flexible ureteroscopic lithotripsy, the user checked the basket function before use and found the basket could not open or close properly. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook for evaluation in opened packaging. The male luer lock adapter on the distal end of the handle was loose, and the collet knob on the proximal end of the handle was tight. The handle actuates basket formation, but the basket formation does not close completely. The handle was disassembled, and the support sheath flare stuck to handle tip. When the basket formation was manually actuated with the handle removed from the assembly, the basket sheath buckles at the tip of the support sheath. A specific cause for the failure was not identified. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified six other complaints reported for open/close related issues. Due to elevated levels of failures for the device lot (no other lot has more than 3 complaints for loss of open/close function for the time period 01jan2023-15jan2024 for the complaint device rpn) the lot was placed on stop ship to prevent any returned unused product being shipped to other customers. A heightened patient risk is not expected to occur as a result of this issue, consequently no further action was taken. There was no evidence to suggest other lots in house or in the field had been impacted. Cook also reviewed product labeling. The extractor was supplied with IFU, t_ntse_rev1 which includes the following: precautions ¿ these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that manufacturing could not be ruled out as contributing to the complaint. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.